Manufacturer narrative:
The investigation conducted by field service engineering found three bifurcated light guide cables to be burnt at the distal ends. The lumen light from the illuminator was tested and confirmed within specification. The bifurcated light guide cable provides a path to focus light from the illuminator into the light ports of the endoscope. The system was repaired by replacing the illuminator as a precaution. The three bifurcated light guide cables were returned to isi for additional evaluation. Engineering observed two of the cables as having evidence of thermal damage at the glass tip on the proximal end connectors which is exhibiting melting. These cables also show signs of unauthorized re-work. The third cable had a red substance at the glass tip and metal connector which likely led to reduced performance. The illuminator was also returned to isi for evaluation and found to be within specification. As of june 3, 2011, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported during a da vinci prostatectomy procedure, the bifurcated light guide cable melted. The surgeon decided to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.